Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope moved in the opposite direction. The tse reviewed the system error log but found no endoscope-related errors on universal surgical manipulator (usm) 2. The procedure was completed as planned and the instruments were removed. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon side console. There was no shakiness and/or friction experienced/observed. The issue was persistent. The endoscope was removed and reseated and the technical support was called when the issue occurred. The surgeon was able to complete the procedure, but was not able to turn the endoscope as usual but was able to operate, as the surgeon was so close to the end of the case, they did not get a replacement endoscope. There was no injury to the patient as result of the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. The complaint was not confirmed based on the field evaluation.

Manufacturer narrative:
Device history record (DHR) review for the endoscope/system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to the camera set up.

Event description:
Refer to h11 for follow-up information.